Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patients ipg was replaced with a non-rechargeable and MRI compatible device. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.